Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the right ventricle (rv) lead was failing to sense, failing to capture and had an impedance problem. The rv lead was not used. The physician elected to use another rv lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture, failure to sense and impedance problem were not confirmed. A complete lead with stylet inserted was returned in one piece. Electrical testing, x-ray examination and visual inspection of the lead were normal with no anomalies found.